Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was consistent with an unhinged force bipolar. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar instrument was unhinged. There was a shift near the pulley. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Updated: d9, h2, h3, h6, h11. The force bipolar instrument was received and analyzed. It was found with a bent grip tang causing the customer-reported impossibility of opening the jaw.

Event description:
Refer to h11 for follow-up information.